Event description:
The customer contacted baxter's technical service center to report a high drain alarm on the homechoice (hc) machine during use, patient not connected. The home patient's (hp) last prescribed fill volume (lpfv) was 2000ml. The ultrafiltration (uf) equaled 2059ml for cycle 4 and the uf was routinely between 1500ml-1900ml. The uf in cycle 3 was -1385ml. The hp may have bypassed a low drain volume alarm. The baxter technical service representative (tsr) explained the alarm and the hp was advised to call the registered nurse (rn). The hp did not want the device swapped. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is no longer in its original manufacture condition and additional manufacture record review is not required. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation of if any additional information is received.